Event description:
It was reported that pump displayed malfunction alarm with code malf 0. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, and successfully reset pump, and malfunction did not recur; customer was advised to continue using pump and to call back if any malfunction alarms appeared again.